Manufacturer narrative:
The reported events of helix could not be extended was confirmed while the reported event of loss of capture was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque was applied to the connector pin. The cause of the reported event of helix could not be extended was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right ventricular lead exhibited loss of capture. On (B)(6) 2021, the patient presented for a lead revision. When attempting to reposition the lead, the helix initially retracted, but would not extend. The lead was explanted and replaced. The patient was in stable condition.